Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: one of the two screws could not be removed. While trying to remove the screw the screwdriver broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation which was carried out the offending article has shown that a fastening screw of a foreign manufacturer was used in the old aiming arm. In addition, the thread of the fastening screw has break outs. The thread of the guide frame art 357 521 has been affected by the damaged screw of the aiming arm article 357 570. Because of this damage pattern no solid connection can be established. The review on the material and production documents showed that the offending instruments were prepared according to the ao / asif specifications. No product fault could be detected. Device was used for treatment, not diagnosis.